Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). A sample from the patient was not available for investigation. Calibration data was not provided, but a review of quality control data confirmed that all results were within expected ranges. A definitive root cause for the reported event could not be determined. The investigation did not identify a product issue. The customer was advised to follow the recommendations outlined in the method sheet, including confirmation of reactive results using supplemental methods such as immunoblot or hcv rna detection.

Event description:
The initial reporter alleged a questionable positive result for one patient tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 analytical unit when compared to other methods. On (B)(6) 2022, the patient sample generated a result of 0.047 coi (non-reactive). On (B)(6) 2022, a sample from the patient generated a result of 4.08 coi (reactive), while testing on the autobio platform showed no reactivity. On (B)(6) 2022, a sample from the patient generated a result of 83.7 coi (reactive) on the cobas e 801 analytical unit. Re-examination of the same specimen at this time produced consistent results. On (B)(6) 2022, a sample from the patient generated a result of 80.8 coi (reactive) on the cobas e 801 analytical unit. Concurrent testing on other platforms showed non-reactive results, including autobio (0.27 s/co), mindray (0.18 s/co), and chivd (0.29 s/co).